Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that a single episode of out of range high pacing lead impedance and noise on the atrial channel was observed. The device was in auto mode switch. Provocative lead testing, isometrics and pocket manipulations were recommended to reproduce the noise. Impedance testing was also suggested. The physician decided to perform lead testing during the patient's next visit. The patient did not experience any adverse consequences and was stable.